Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5157032.

Event description:
It was reported that the patient was experiencing loss of stimulation due to lead migration. The patient underwent a lead replacement procedure wherein a paddle lead was implanted. The patient was doing well postoperatively, and the explanted leads were discarded by the medical facility.